Event description:
Information received from eye care professional (ecp). The patient's spouse initially contacted us stating that the patient had an "eye infection". The ophthalmologist (opth) reported that the patient was wearing acuvue advance for astigmatism contact lenses (cl) and developed an infectious corneal ulcer od. The patient began wearing acuvue advance for astigmatism during the spring of 2007. The patient's spouse stated that the patient was experiencing od redness, inflammation, tearing and stated that the "eye felt like pins poking" it. In 2007, the patient consulted the opth while experiencing the same symptoms. The patient also complained of light sensitivity. The opth stated that the patient had 2+ corneal haze. The patient was dx. With a 3-4 mm, infectious corneal ulcer od. The treatment regimen was viamox qh x1 day, then q2 x1 day, then qid for the continuum. Prednisolone forte was added on day 3 with daily regimen of qid. It was increased to every hr, then tapered off. The opth. Reported the patient had a scab od and that "a little haze remained". The patient was seen by the opth. Every day for 7 days. The patient's visual acuity was 20/100 initially, 20/80 during one visit then 20/40 during the next visit. The opth. Allowed to resume cl wear. We do not expect to receive any additional information from opth. This event is being reported because a patient developed an infectious corneal ulcer while wearing acuvue advance for astigmatism cl.

Manufacturer narrative:
No conclusion can be drawn. A history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. All MDR events are reviewed in quarterly management review meetings. See scanned pages.